Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks as inappropriate therapy. Subsequently it was explanted. A new device was implanted. No additional adverse patient effects were reported.